Event description:
At about 2 years and 3 months from primary, the patient came in due to pain that the surgeon determined was due to a dislocation with the cause unknown. The surgeon revised the head and liner and the surgery was completed successfully.

Manufacturer narrative:
Batch review performed on 04-08-2025. Ball heads: mectacer 01.29.207 mectacer head biolox delta dia.32 12/14-xl (k112115) lot 2100267: (B)(4) items manufactured and released on 04-03-2021 expiration date: 2026-04-19. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported event during the period of review. Liner: mpact 01.32.3239hct flat pe hc liner ø32/c (k103721) lot. 2215495: (B)(4) items manufactured and released on 02-06-2022 expiration date: 2027-08-02. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported event during the period of review. Root cause: based on the information available no definitive root cause can be established, while there is no indication that any potential issue with the device may have caused or contributed to the event, and the device history record review does not indicate any potential manufacturing related issue.